Manufacturer narrative:
A ge rep evaluated the system and repaired a bent connector pin and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported the system would not display an image. No pt injury was reported.